Event description:
It was reported that at the beginning of a prostate procedure, at 80 watts, excessive fiberlife was observed @ 2500 joules of use. The procedure was completed with a second fiber. "No patient injury" reported.

Manufacturer narrative:
(B)(4). Product evaluation: failure analysis for fiber (B)(4): the fiber shows a circumferential fracture distal to fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the metal cap exhibits mild char and detritus buildup; the glass cap exhibits mild devitrification at the output window; the outer flow tubing exhibits moderate contamination, likely biologic. Based on the analysis results, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which limiting the performance of the fiber.